Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, functional testing revealed the coupling side was defective due to normal wear. The coupling springs were replaced and device extensively tested before returning to customer on (B)(4) 2013. (B)(6). Placeholder.

Event description:
Customer reported the motor overheated and the device was no longer operational. This is report 1 of 1 for #(B)(4).